Event description:
Partially through a procedure, a disposable minerva handpiece showed a "fault" error message on the machine. The handpiece was removed and examined by the surgeon. The surgeon suspected a possible defect in the balloon and sent the device to clinical engineering. The procedure was completed with a second handpiece. No harm came to the patient.